Event description:
It was reported that the patient with this right ventricular (rv) lead visited the hospital and reported experiencing discomfort and bradycardia symptoms. It was noted that in the previous follow up visit, noise was confirmed, and the device was pacing at unipolar configurations. During interrogation, the rv lead exhibited loss of capture (loc) and high out of range pacing impedances. The physician suspected the cause to be due to rv lead fracture. X ray imaging was performed, and the images confirmed lead fracture. The physician scheduled the patient for a lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the patient visited the hospital experiencing dizziness and discomfort due to pacing failure caused by the lead conductor fracture. The physician performed a lead revision procedure. The rv lead was surgically abandoned and capped by the physician. A new non-boston scientific lead was implanted successfully as a replacement lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead visited the hospital and reported experiencing discomfort and bradycardia symptoms. It was noted that in the previous follow up visit, noise was confirmed, and the device was pacing at unipolar configurations. During interrogation, the rv lead exhibited loss of capture (loc) and high out of range pacing impedances. The physician suspected the cause to be due to rv lead fracture. X ray imaging was performed, and the images confirmed lead fracture. The physician scheduled the patient for a lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 impact codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead visited the hospital and reported experiencing discomfort and bradycardia symptoms. It was noted that in the previous follow up visit, noise was confirmed, and the device was pacing at unipolar configurations. During interrogation, the rv lead exhibited loss of capture (loc) and high out of range pacing impedances. The physician suspected the cause to be due to rv lead fracture. X ray imaging was performed, and the images confirmed lead fracture. The physician scheduled the patient for a lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the patient visited the hospital experiencing dizziness and discomfort due to pacing failure caused by the lead conductor fracture. The physician performed a lead revision procedure. The rv lead was surgically abandoned and capped by the physician. A new non-boston scientific lead was implanted successfully as a replacement lead. No additional adverse patient effects were reported.